Event description:
This lead was capped due to high impedances, pacing impedance greater than 3k ohms and shock impedance equal to 2,650 ohms. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.